Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head glass was missing. This issue occurred during set up, before patient in room. There were no reports of patient harm.

Manufacturer narrative:
E1: facility address shortened from "(B)(6)" to "(B)(6)" due to restriction on characters allowed. E1: additional phone number (B)(6) was also available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.